Event description:
It was reported via a journal article that the patient experienced bradycardia and hypotension. The 89-90% stenosed, eccentric target lesion was located in the moderately calcified ostio proximal left anterior descending artery (lad). An opticross imaging catheter was advanced for ultrasound examination of the target lesion. Once the opticross catheter had crossed into the lad, the patient experienced a sudden fall in blood pressure. The opticross catheter was removed, and extracorporeal membrane oxygenation (ECMO) was initiated. Following this, the lad was pre dilated using a non-boston scientific balloon, and the opticross catheter was advanced again. Upon advancing again, the patient developed bradycardia and hypotension. A quick manual pullback was done, and the device was removed from the patient. The procedure was completed with different devices resulting in timi 3 flow, and the ECMO was decannulated.

Manufacturer narrative:
Senguttuvan nb, et al., ECMO assisted chip pci for a patient with single surviving vessel with moderate to severe calcified disease with severe biventricular dysfunction [abstract]. J am coll cardiol. 2022; 79 (15 supplement): s200-s3. Abstract tctap c-073. 27th cardiovascular summit transcatheter cardiovascular therapeutics asia pacific (tctap) virtual, online 2022-04-27 to 2022-04-29.